Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a physician attempted to perform a novasure endometrial ablation on (B)(6) /2015 and received two unsuccessful cavity integrity assessment (cia) tests. The physician then performed a hysteroscopy and a "fundal perforation" was visualized. A dilatation and curettage (d&c), (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.